Event description:
Nurse pulled back the patient's blanket to assess patient and found a pool of blood coming out of the patient's PICC line via a stopcock that had separated. Stopcock was a 4 way yellow and white stopcock where the white directional lever came out of the stopcock and the blood was coming out at this site. The line was flushed with saline and a whole new line set up was put in place. Doctor was informed of the incident. Infant lost approximately 6 to 10 mls of blood and his IV meds had to be re-given. Patient did not require any other interventions.